Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 7 months (calculated from the date when the system controller was issued to the patient; (B)(6) 2013). The event occurred at the (B)(6) hospital. Device evaluation: the system controller was returned for evaluation. The log file was successfully retrieved from the returned device and a review of the data revealed two low speed advisory/hazard, low speed operation events and a motor stopped event that occurred when the system controller was connected to a power module. During these events, the power elevated up to 13.5 watts. Full functional testing of the returned device was performed using laboratory equipment. No pump stoppage or low speed operation alarms occurred during testing. Evidence of early stages of conductor breakdown consistent with wear and tear was confirmed within the black and white power leads of the system controller; however, the atypical events recorded in the downloaded log file were unable to be reproduced. The system controller functioned as intended during analysis and the events observed in the log file could not be correlated to an issue with the system controller. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that during a regular clinic visit on (B)(6) 2016, a review of the patient's historical log file data showed low speed, pump off, and low flow alarms recorded on (B)(6) 2016. At the time of the event, the patient had reportedly been sleeping and heard an audible alarm from the system controller. The patient remained asymptomatic. The system controller was exchanged and the patient was admitted for overnight observation. X-rays were taken and a log file was submitted to the manufacturer for analysis. The submitted log file analyzed by the manufacturer's technical support representative showed one speed drop below the set low speed limit. The patient was discharged home and instructed to visit the clinic once a week. The patient remains ongoing on lvad support and no further issues have been reported. No further information was provided.

Manufacturer narrative:
Additional products were subsequently returned by the customer for analysis: one power module (with the internal backup battery installed), one power module 14 v patient cable, and one uninstalled power module backup battery. During the analysis of the power module (serial number (B)(4)) that was returned with the backup battery (lot number mp048163) installed, after the unit was connected to a mock circulatory loop and powered on, the unit intermittently sounded for red battery and yellow wrench alarms. Troubleshooting found the power module¿s internal backup battery was not functioning properly. Analysis revealed that the internal backup battery (serial number (B)(4)) would not hold a charge, and when the power module was unplugged from a/c power, the unit would alarm as the test pump stopped. Although testing found that the internal backup battery would not hold a charge, the data recorded in the patient's system controller log file submitted at the time of the event indicated that power was not removed while patient's pump was connected to the system controller. No additional log files were submitted by the customer. A root cause for the faulty internal backup battery could not be conclusively determined. The returned power module backup battery (lot number mp167284) was functionally evaluated and the investigation determined that it would not hold a charge. The power module produced a red battery alarm as expected. Functional testing of the returned power module patient cable (identified with lot number 35264980513) was performed using laboratory equipment. The patient cable was found to function as intended and the evaluation did not find any device issues that would have contributed to the low speed, pump off and low flow alarms recorded in the submitted system controller log file. A review of the device history records for the power module revealed the device met applicable specifications. The power module is a serviceable item and a faulty internal backup battery should be replaced. The power module patient cable and the internal backup battery are vendor products. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. The packaging was discarded; therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. No further information was provided. The manufacturer has closed the file on this event.